Event description:
Consumer alleges that the stem and fork broke, causing the chair to allegedly tip forward. No injury is alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model t4 serial number/date code (B)(4) is approximately 1 year and 10 months old. The user manual part number 1110558 rev f (feb-09) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. This is a replacement chair from adverse event (B)(4). The consumer filed an incident report on (B)(6) 2009 originally. We replaced the chair. We informed the consumer verbally as well as in writing that the consumer's requested chair is too small even though it supports her weight capacity. The chair she currently has was a duplicate of the original chair is a t4 18x18. She needs a 20x18 t4. The doorways of her home cannot support this size, therefore she insists on the small width and depth. In addition, the consumer was advised in writing on the proper routine maintenance (a copy of the owner's manual). In addition, trackwise file number (B)(4) outlines the ppe in which it was concluded that the incident was the cause of user error and lack of maintenance. The consumer contacted and reported that the same incident occurred.